Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). A general reagent problem was not suspected, because the qc prior to the event was within range. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs elecsys results from the cobas e 801 analytical unit for one patient the customer suspected an interference. At 15:15, the result from the first sample from the patient was 35.3 ng/l. At 20:10, the result from a second sample from the patient was 15.6 ng/l. The repeat result on the same analyzer was 35.3 ng/l and the repeat result from another analyzer was 55 ng/l. The sample was again repeated on the original analyzer with results of 75 ng/l, 161 ng/l, and 107 ng/l. At 23:00, the first sample was repeated and the result was 87 ng/l.

Manufacturer narrative:
The investigation determined the event was consistent with a preanalytic issue at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. The provided data do not indicate a general reagent issue.